Event description:
System shutting down during use.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.